Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the pump delivered too much insulin causing low blood glucose readings over the past week. Caller stated patient experienced 5 low blood glucose readings each day around 3 mmol/l; was able to self- treat. No adverse event reported. Requested return of the alleged device for evaluation.